Event description:
Potential noise and far-field oversensing can be seen on hmsc. The pacing impedance has trended down in the last 3 months. Atrial capture control has been suspended several times in the last few months. It was recommended the patient be brought in for evaluation. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.